Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report will be submitted for the versacross rf wire. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a vein dissection occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. The versacross rf wire was introduced to the right femoral vein. Then versacross dilator was inserted into the faradrive sheath and advanced over the wire into the femoral vein. When the physician encountered resistance, the dilator pushed back into the sheath and the physician noted that the dilator would not attach with the tactile and audible click that is normally present and would easily push back. Hence, sheath and dilator were replaced and advanced it into the vein. The physician was not using fluoroscopy. He then removed the dilator and wire and inserted a non-boston scientific (biosene webster's) octaray catheter to map the right atrium, which was not in the right atrium, then, pulled it out. Shot dye and saw with fluoroscopy that it was going into the abdominal space. The case was abandoned. The patient had two CT scans. They got pain meds because of air under the diaphragm. No other intervention was reported. The patient was stable throughout the procedure, then was hospitalized and was discharged on (B)(6) 2025. The device is not expected to be returned for analysis (disposed). In the physician opinion, because the dilator was detached easily from the sheath every time inserting the vein causing kinks of the rf wire which led to possible vein dissection.

Manufacturer narrative:
Due to additional information provided, this supplemental report is being submitted for the updated fields: describe event or problem (b5), in section adverse event/product problem and patient codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report will be submitted for the versacross rf wire. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a vein dissection occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. The versacross rf wire was introduced to the right femoral vein. Then versacross dilator was inserted into the faradrive sheath and advanced over the wire into the femoral vein. When the physician encountered resistance, the dilator pushed back into the sheath and the physician noted that the dilator would not attach with the tactile and audible click that is normally present and would easily push back. Hence, sheath and dilator were replaced and advanced it into the vein. The physician was not using fluoroscopy. He then removed the dilator and wire and inserted a non-boston scientific (biosene webster's) octaray catheter to map the right atrium, which was not in the right atrium, then, pulled it out. Shot dye and saw with fluoroscopy that it was going into the abdominal space. The case was abandoned. The patient had two CT scans. They got pain meds because of air under the diaphragm. No other intervention was reported. The patient was stable throughout the procedure, then was hospitalized and was discharged on (B)(6) 2025. The device is not expected to be returned for analysis (disposed). In the physician opinion, because the dilator was detached easily from the sheath every time inserting the vein causing kinks of the rf wire which led to possible vein dissection. It was further confirmed that was clear that there was a perforation during the case as the fluoroscopy dye was in the abdominal cavity. Also, patient had air under their diaphragm during recovery, which did not require intervention, only pain meds for the air were given.